Event description:
It was reported the screen on quick bolus button is beginning to work intermittently. Pump illuminates when plugged into a power source. There was no impact to customers' blood glucose level.